Event description:
It was reported that 8 bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "needle blocked, liquid will not come out."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 16-may-2023 . H6: investigation summary it was reported that the needles were clogged. To aid in the investigation, two hundred and twenty-five samples were provided to our quality team for investigation. Eighty samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Seventy-five samples expelled the solution with a normal flow. Five samples did not expel the solution; these needles are clogged. A device history review was conducted for batch number 2025238. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "needle blocked, liquid will not come out."